Event description:
It was reported that a patient presented to clinic for follow up. It was noted that the implantable cardiac monitor (icm) was unable to be interrogated. No changes or intervention was performed. The patient condition was stable.